Event description:
It was reported that syringe 50ml CT plunger rod was broken. This occurred on 4 occasions. The following information was provided by the initial reporter: the round top on the plunger has broken while in the intact packet. The round top of plunger has broken while in the intact packet. They have come across 4 incidents in this in theatre department. They have 2 faulty syringes for collection.

Manufacturer narrative:
The following fields have been updated with additional information: site legal name (FDA): (B)(6). B.5. Describe event or problem: the event description has been updated with a new medical device brand name. D.1. Medical device brand name: syringe 50ml CT. D.2. Medical device type: fmf. D.2. Common device name: syringe. D.3. Medical device manufacturer: san agustin. D.2. Medical device catalog #: 300867. D.4. Medical device expiration date: 2025-03-31. D.4. Medical device lot #: 2004305. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: san agustin. G.5. PMA/510(k)#: na. H.4. Device manufacture date: 2020-04-28. Investigation summary: two samples were provided to our quality team for investigation. The product was visually inspected and the thumb press was observed to be broken. A device history review was performed for lot 2004305, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the thumb press breaking. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Investigation conclusion: we have notified manufacturing personnel of this incident to increase awareness of this matter. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Root cause description: while we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment or during transport. Rationale: based on qda limits for cpm for this product and defect no corrective action is required at this time.

Manufacturer narrative:
Medical device lot #: the customer provided lot # 2004305. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe catheter tip 60ml plunger rod was broken. This occurred on 4 occasions. The following information was provided by the initial reporter: the round top on the plunger has broken while in the intact packet. The round top of plunger has broken while in the intact packet. They have come across 4 incidents in this in theatre department. They have 2 faulty syringes for collection.